Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an infusion set needle broken event on (B)(6) 2025. Blood glucose level was 444 mg/dl at the time of the event. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012187, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 02-sep-2025 against "final reporting decision equal "reportable malfunction", "lot number" criteria equal 6012187. The count of complaints is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012187 was manufactured according to the[?]work instruction (wi) version 76 and manufactured in the inset ls58 on 12-apr-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and action plan (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012187, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 02-sep-2025 against "final reporting decision equal "reportable malfunction", "lot number" criteria equal 6012187. The count of complaints is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6012187 was manufactured according to the work instruction (wi) version 76 and manufactured in the inset ls58 on 12-abr-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.